Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information provided, the reported device expiration issue appears to be related to use error. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that a spartacore guide wire was used past the expiration date of 4/2017. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.